Manufacturer narrative:
Additional information added to d9, h3, h6 and h10: the device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported problem. A leak test of the dialysate side was performed, and no leakage was found. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 30 minutes after starting treatment with a polyflux 140h, an external dialysate leak from the arterial header was observed. There was patient involvement however there was no patient injury nor medical intervention reported. No additional information is available.